Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat a compression fracture. During the procedure, fluoroscopic images revealed leakage of contrast agent from the balloon with pressure at approx 150 psi and volume at approx 3.5ml. There was no noted abnormality in balloon inflation. As the inflation pressure dropped, the ibt was removed and a new one was used to complete the procedure successfully. It was also reported that the balloon was not distorted during inflation and no hard cancellous bone was observed which could damage it. The surgical time was not extended due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.